Event description:
It was reported that a long charge time and charge time out were noted on the implantable cardioverter defibrillator (ICD). No intervention was performed, and the patient was stable.